Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the event of lymphoma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side "swelling in the left breast," ¿an intense skin redness at the medial quadrants q2-q4,¿ "pain," a ¿progressive, widespread flaking rash,¿ "parasternal mass," "deterioration of the general conditions," "hyposthenia," and "anaplastic large cell lymphoma." Partial pathological marker of alk- was provided. The device was removed, and additional treatment of "chemotherapy" was provided.

Event description:
Physician reported left side pain, ¿swelling in the left breast¿, ¿an intense skin redness at the medial quadrants q2-q4,¿ a ¿progressive, widespread flaking rash,¿ and hyposthenia. An, ¿unclear retrosternal mass," was seen on imaging reports. The mass was removed and sent for histological examination which noted a, ¿conclusive histological diagnosis of alk-negative anaplastic lymphoma.¿ the patient was hospitalized for four weeks at a ¿hematology facility¿ for the ¿completion of the staging and for the necessary chemotherapy that continued after she was discharged from the hospital.¿ treatment: implant removal, bilateral total capsulectomy, ablation of the parasternal/retroprosthetic mass. The patient was enrolled in the chop + romidepsin investigational study, comprising: cyclophosphamide 1170 mg i.v., vincristine 1.5 mg i.v., adriblastin 78 mg i.v., romidepsin 18.72 mg i.v. Methylprednisolone 60 mg i.v. No radiotherapy performed.patient is now noted to be in, ¿generalized and localized good condition,¿ and letter of discharge from the hospital stated the patient had ¿fully recovered. Only the alk- diagnostic marker has been provided, cd30 has not been provided; therefore this is an unconfirmed case of alcl.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, red encapsulation and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device labeling addresses: seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Physician additionally reported "patient very weak, (B)(6) weight loss, low-grade evening fever; xerostomia and dry eye syndrome. Painful breast mass on the lhs with infiltration of the soft tissue of the left parasternal chest wall; hard, 3-4 cm supraclavicular adenopathy on the lhs, smaller, 2-3 cm left axillary adenopathies. Mediobasal dullness to percussion due to pleural effusion, normal rhythmic sounds. Abdomen soft, non-tender, dependent oedemas more pronounced on the left." The physician further stated the seroma mass was "large 62x40 mm area of solid tissue and 80 mm caudal cranial extension, heterogeneous in left parasternal region as far as the sternoclavicular joint, with involvement of the sternocostal chondral regions." A small seroma was present around the implant.